Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.  Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  capsular contracture bake grade IV.

Event description:
Healthcare professional reported right side capsular contracture bake grade IV. Device remains implanted.

Manufacturer narrative:
Device evaluation: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed in the surface of the shell.

Event description:
Healthcare professional reported right side "capsular contracture bake grade IV". Device has been explanted and replaced.